Event description:
The device involved in this incident report was implanted in (B)(6) 2003; during follow up in (B)(6) 2009, the device could not be interrogated. Therefore, it was explanted. This device was listed in the field safety notice issued in october 2005 (group no. 1). This was recorded under recall #z-0226-06 and recall #z-0267-06 in the united states.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.